Event description:
It was reported that while the ventilator was connected to a patient two technical error codes were generated and ventilation subsequently stopped. One technical error code indicated disabled valves and the other indicated a communication failure between the monitoring and the breathing subsystems. There was no harm to the patient. (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).